Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Pt. Did not release.

Event description:
Patient complained of squeaking. Doctor removed a psl cup, ceramic liner and ceramic head and replaced with a tritanium cup, ceramic liner and head.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient complained of squeaking. Doctor removed a psl cup, ceramic liner and ceramic head and replaced with a tritanium cup, ceramic liner and head.